Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for impaired healing. The evoke scs system was explanted and oral and topical antibiotics were administered to resolve the reported event.